Manufacturer narrative:
On (B)(4) 2013 a box was received containing the catheter that had the leak. The securacath device used was not returned. The catheter was disinfected with cidex solution by flushing the lumens and then submerging it in the solution. During flushing, it was confirmed that the grey lumen in the catheter leaked. A rupture in the catheter could also visibly be seen starting at the 2.5 cm mark. The rupture was approximately 0.5 cm in length. Once the catheter was disinfected the ruptured section was cut out from the catheter and taken to a materials evaluation lab for analysis. The catheter section was coated wit ha gold/palladium alloy prior to viewing under an electron microscope to increase the resolution of the fracture surface. Under the sem there was no evidence found of any deformation or any other type of damage that could have been caused by the securacath that would lead to the catheter rupture. It is unknown why the rupture occurred.

Event description:
It was reported that a triple lumen bard 5f PICC line secured with securacath developed a leak during use.